Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) passed out during an episode of ventricular fibrillation (vf) and hit his head. Therapy was successfully delivered after a charge time of 21.8 seconds, however this is within the extended charge time limit per device labeling. The physician considered replacing the device due to the long charge times since the patient experiences common vf episodes, however additional information was obtained from a boston scientific representative that the physician decided the device is not going to be replaced at this time.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.